Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the seam. The leaks were discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, 23 companion samples were received for evaluation. Visual inspection on the returned samples revealed an ink print defect in front of bag of all samples. Functional testing was performed on 5 random samples and revealed a leak at the front of the bag from the dotted part of the letter ¿I¿ in the word mexico. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.